Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue. Physio determined that the cause of the observed power issue a 100ua current draw from the sw_vbatt voltage line located on the analog pcb assembly. A component cause of this current draw could not be determined.

Event description:
The customer initially reported that their device had its charge-pak icon illuminated. After an evaluation of the device, it was observed that there was internal electrical leakage which caused the internal hlc batteries to become depleted at a higher than normal rate. With this issue, the device may not have appropriate power for defibrillation therapy delivery. There was no patient use associated with the reported issue.